Manufacturer narrative:
On 24-sep-2019, mentor received the suspect medical device. On 14-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed some creases in posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Review of paperwork received on (B)(6) 2019 showed that the implants removed during explantation procedure were observed to be intact. The patient was replaced with 375cc mentor memorygel breast implant, catalog # 3503751bc, right serial # (B)(4) and left serial # (B)(4). Device code has been updated to adverse event without identified device or use problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.